Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the colonovideoscope exhibited white residue inside air water cylinder and auxiliary water channel there was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: b5, h2, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.